Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the tip of scissor broke off during a case. Doctor was able to obtain piece from patient. Customer said it broke while being used on soft tissue. On (B)(6) 2015 customer reports the doctor was performing a r wrist flexor pollius tongus repair, removal distal radius hardware. No harm done.

Manufacturer narrative:
9/15/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - carbide edge iris scissors returned in used condition, not showing any unusual markings. Jarit carb edge iris scissors is showing wear, the tip on both blades of the scissors are chipped/broken. Where the tips are broken off there is blackening. It appears that the scissors may have been dropped or hit something causing the tip to fracture and with continued use and cleaning it caused the metal to break down and eventually causing the tips to break. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: this complaint is confirmed the root cause is undetermined. No manufacturing deficiency has been found.